Event description:
It was reported that the catheter was placed for a patient after cesarean section after pretesting the balloon of the catheter. It was stated that the catheter failed and doctor had requested to cut the balloon to release the water but it did not work. The catheter was still in place and there was risk of infection. The catheter was removed by itself in the maternity ward on the same day evening.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Dissected the catheter and found no abnormalities on the lumen and complete evaluation could not be performed as this sample is poor sample condition. A potential root cause of this failure mode is could be over aspirated, incorrect syringe/collapse lumen/sac close eye/thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "dc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device. If provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a catheter was placed for a patient after cesarean section and the balloon of the catheter has undergone pretesting already. It was stated that the catheter failed and the doctor had requested to cut the balloon to release the water but it did not worked. The catheter was still in place and there was risk of infection. The catheter was removed by itself in the maternity ward on the same day evening.